Event description:
Device malfunction: none. Time of symptoms/ae: during procedure; post-stent balloon dilatation. Symptoms/ae: aphasic and right hemiparetic, tia, lacunar infarction, seizure activity. It was reported that during a stent procedure of a high-grade stenosis in the lic, the pt experienced seizure activity for approx 10-15 seconds, and then regained consciousness. This was consistent with a transient bilateral complete carotid occlusion. After the stent placement, during a second post-dilation, the pt had his eyes deviated to the left with poor response with poor following commands and movement (aphasic and right hemiparetic). The embolic protection system was removed and the pt regained full responsiveness over 15-30 minutes. It was noted that he had an excellent result with good flow established through the internal carotid artery following the stent. He was transferred to the nicu for observation. Eventually, the deficit resolved and the following morning he had no recurrent symptoms. Head CT performed the next day showed areas of lacunar infarction in the basal ganglia, and cerebral atrophy. The clinical indication was tia's. The pt was discharged. No add'l info available.